Manufacturer narrative:
H10: the visual inspection of the provided video showed an external leakage at the bottom header. The failure could be confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 45 minutes into treatment with a theranova 400, the dialysate was observed to be dripping out from the header of the dialyzer. There was no report of patient injury or medical intervention associated with this event. No additional information is available.